Manufacturer narrative:
Additional manufacturer narrative - the device has been returned to manufacturer for device evaluation and is currently in progress. A supplemental report will be filed upon completion of evaluation.

Event description:
Edwards received information about a mitral valve that was explanted after approximately 4 years due to valve deterioration. The patient received implant of a competitors valve. There were no complications reported.